Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6)". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the adc glucose meter. A customer reported receiving a ¿low battery ion¿ on their meter upon pressing the button. Due to the low battery issue, the customer was unable to obtain their glucose result and experienced a symptom of seizure, and was unable to self-treat. The customer was rushed to a hospital where a IV fluid injection administered as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A battery issue was reported with the adc glucose meter. A customer reported receiving a ¿low battery ion¿ on their meter upon pressing the button. Due to the low battery issue, the customer was unable to obtain their glucose result and experienced a symptom of seizure, and was unable to self-treat. The customer was rushed to a hospital where a IV fluid injection administered as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter powered on with button depression and insertion of retain strips. Off current power consumption test was performed and results were within specification. Fast draining battery was not observed. No malfunction or product deficiency was identified. Additional information: section d3 and section g1 (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(6)